Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the brake on the rollator isn't working. He states possibly both need replaced.